Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the product would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 22095755 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was blocked during the flush. The following information was provided by the initial reporter: "attempted to flush needle-free valve. Unable to flush. Syring disconnect/reconnected multiple times to attempt troubleshooting. New valve obtained."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve was blocked during the flush. The following information was provided by the initial reporter: "attempted to flush needle-free valve. Unable to flush. Syring disconnect/reconnected multiple times to attempt troubleshooting. New valve obtained."